Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) was unable to be interrogated despite troubleshooting attempts. The physician elected to explant and replace the ICD. The patient remained stable throughout the procedure.